Event description:
Report received of an over-delivery with no pump alarm. The pump was programmed to deliver insulin with a concentration of 100 units in a 100 ml bag of normal saline at a rate of 5u/hr. The infusion was initiated at 230pm, and at 1245am the rn noted that 5ml remained in the bag instead of the expected 50ml. The patient required increased blood glucose monitoring. But no medical interventions were needed. The patient's blood glucose reportedly had been in the 400's prior to the event, and in the 200's after the event. There were no reported adverse patient effects. Though requested no further information was received.